Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.